Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, and the cylinder and pump were replaced. A patient outcome of improved following the procedure was reported.

Manufacturer narrative:
B3. Actual event date is unknown. Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and momentary squeeze (ms) pump were visually examined and tested for leak. Cylinder one had a hole in the kink resistant tubing (krt). The krt was worn down to the filament as a result of fatigue. Cylinder one did not pass the leak test. Cylinder two passed visual inspection. No damage or anomalies were identified. Cylinder two passed the leak test and the pressure test. The ms pump had krt trimmed down to the valve block. The ms pump passed the leak test and the functional test. Product analysis was able to confirm the reported allegation. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, and the cylinder and pump were replaced. A patient outcome of improved following the procedure was reported.